Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device exhibited intermittent operation due to the port 1 foot pedal not confirming. The device was not used in surgery. It is unknown if injury, or medical intervention occurred. There is no additional information provided.